Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. The patient had a myocardial infarction the day after the procedure with no alleged device malfunction, and no alleged device procedure related complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2015 the patient underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube and had a non abbvie tube placed. On (B)(6) 2017 the patient went to have the non abbvie tubing replaced after it dislocated. The physician attempted to place a new pegj tube but was unable to as they could not visualize the esophagus. On (B)(6) 2017 the patient had a jejunostomy placed. The new jejunostomy tube was to go into the intestine but it only went into the stomach. On (B)(6) 2017 the day after the attempted placement of the jejunostomy tube the patient went into cardiac arrest due to an acute myocardial infarction. He suffered acute respiratory failure and hypoxic encephalopathy, and was intubated. On (B)(6) 2017, the patient was extubated and died.